Manufacturer narrative:
The reported leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 925775h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The product is available for investigation. It is yet to be received.

Event description:
The event involved a primary plumset that had an unspecified cytotoxic medication leak at the level at the filter level requiring the bag to remade. There was patient involvement, however no report of patient harm, medical intervention, or delay in critical therapy.